Manufacturer narrative:
(B)(4). During follow-up with the reporter, they stated that this occurred when the device was being disconnected from the patient's peripherally inserted central catheter (PICC) line. The male luer reportedly disintegrated, and the leak then occurred. It was also reported that a non-baxter alcohol cap and alcohol prep pad were used with the device prior to the event. There was patient involvement but no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anti-siphon combination set leaked from its tubing. The step of setup or therapy during which this occurred is unknown. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.